Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed sheath was kinked and the imaging window was detached. The imaging window didn't return for the analysis. A media review of a photo provided by the client showed the device with a leak and the imaging window detached.

Event description:
It was reported that catheter issue occurred. A stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure while outside the patient, the catheter was damaged. A sheath detachment and catheter leak was present. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. A stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure while outside the patient, the catheter was damaged. A sheath detachment and catheter leak was present. The procedure was completed with another of same device. There were no patient complications reported.